Manufacturer narrative:
Patient identifier: fin# (B)(6). Date of report: 11aug2021.

Event description:
It was reported that the ventilators blower motor was not operating during use. The patient was removed from the ventilator and manually ventilated before being placed on an alternate ventilator. Reportedly, the patient saturations dropped down into the 60% but was recovered after manual ventilation. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2021-04482 is the correct report and is the primary complaint. MFR report#: 2031642-2021-04535 has been identified to be a duplicate and should be nulled.